Event description:
The event is reported as: the device jaws are not in alignment when is use, it is difficult to close clips. Another company's applier used to perform procedure. No patient injury reported.

Manufacturer narrative:
The device sample was received on 08/04/2009. The results of the evaluation are not available at the time of this report. The results of the investigation are not available at the time of this report.